Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol). The reported patients age were unknown. There were 5 patients with unknown gender.

Manufacturer narrative:
Five sample were not returned. There were five cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315) the manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).